Event description:
It was reported that the patient was admitted to the emergency room with complaints of weakness and dizziness. The patient's pulse was between 33 and 36 beats per minute with some pauses occurring. Attempted interrogation showed the implantable pulse generator (ipg) was at recommended replacement time (rrt). The interrogation could not be completed because the device died completely, so the rrt trigger date could not be obtained. The patient was attached to an external device until the device could be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.